Manufacturer narrative:
Since the needles were not returned to the MFR for analysis, the MFR's investigation of this event was limited to a trend analysis and review of the device history record for this catalog/lot number. A trend analysis was performed on similar reports involving this catalog/lot number and no trends have been identified. In addition, a review of the device history record was performed on this catalog/lot number and no manufacturing variances were identified in relation to this event. The MFR's investigation of this event is inconclusive; however, the MFR is in the process of reintroducing another needle product line based on customer preference and requests conveyed through the MFR's customer service, complaints department, clinical and sales representatives. No further details are available. The MFR is now closing its file on this event.

Event description:
On 3/5/97, facility nurse contacted MFR sales rep and reported that the "new needles are very flimsy" (unstable) and that they also appear to be "dull". The facility nurse also reported that on one pt, the new needles were difficult to pull out of the pt's adipose tissue. In addition, the facility nurse stated that it is more difficult to push drug through the new needles.